Event description:
Received information of a separation between the luer lock and the patient line. Contact reported that the tubing may have been pulled on overnight. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.